Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was received for investigation. Visual inspection found that a sensor seal was cracked. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing revealed the cassette sensor was defective and the shut-off pressure does not trigger. The downstream occlusion (dso) sensor was replaced along with the cracked seal. Unit passed testing following the repair.

Event description:
It was reported that the device's cassette sensor is defective, and the shut-off pressure does not trigger. There was unknown patient involvement.